Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient's cgm was reading in the 40-60 mgdl range. No bg meter comparison was taken. The patient was reported to be "not feeling well" and had no energy. The patient self-treated with orange juice. Later that afternoon, the patient decided to go to the emergency room (ER) for evaluation. At the ER, the patient's bg meter reading was 700-800 mgdl. No cgm comparison value was reported. The patient could not recall all the medication and treatment provided to him. He was admitted to the hospital and discharged home after 3 days. The patient was going to a regular checkup at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.